Event description:
Reported via patient call center, it was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 20 mm watchman flx closure device was implanted. The patient reported completing all follow-up testing and eventually was taken off blood thinners. Approximately 797 days post index procedure, the patient had a magnetic resonance imaging (MRI) done in response to dizziness, a syncopal episode, and neuropathy in his feet that caused a fall. The MRI showed a mini stroke. The cause of the stroke was not determined, so the patient was placed back on eliquis. Additionally, physicians plan to implant a loop recorder in the future.